Event description:
From medwatch: "event desc: patient s/p right total knee replacement while getting off commode, walker caught on shower ledge. Patient stumbled and the walker collapsed under this weight when he tried to catch his balance and he fell. Result of fall was right knee wound traumatic dehiscence s/p knee replacement. Required return to surgery for right knee irrigation, debridement, and wound closure. Right side front leg of walker bent inward approx 8-9" below support bar. Pins to adjust height are intact and secure. Metal is bent. Patient weight is 350 lbs. Max weight for walker is listed as 500 ibs.

Manufacturer narrative:
Photos of sample received and evaluated. Right frame is bent inward. Front leg is bent more than rear leg. Apparently as mentioned by contact at facility, front leg bent more than rear leg as entire weight of the pt was on the front leg. Patient's weight of 350 lbs on the leg caused the frame to bend inward. Cannot confirm the specifications of the involved walker as the sample is not provided to us. Testing load on one leg is 66 lbs per iso11999-1, test procedure for walker. Walker leg is not designed to sustain the weight of the entire pt when the weight is exerted at an angle on the leg. The damage to this walker is the result of improper use. We will pull a random sample and perform additional testing to include a destructive test. A follow up report will be filed upon conclusion of this testing.